Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit for the reported malfunction. Fse power-cycled the unit a few times and could not duplicate the glitching screen. He opened the monitor and ensured all cables were secured properly. After verifying they were secured properly, the fse power-cycled the unit a few more times and still could not duplicate the screen glitching. Full calibration and preventative maintenance (pm) were performed on the device and it passed all functional/safety testing. The device was returned to the customer.

Event description:
N/a.

Event description:
It was reported before use, the cs300 intra-aortic balloon pump (iabp) had a bad screen. It was glitching. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.